Manufacturer narrative:
Product ID neu_wrench_acc; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
Analysis of the device, model # 3058 sn (B)(4), found the setscrew to be backed out too far. Analysis of the torque wrench found no anomaly. (B)(4).

Event description:
It was reported that the screw "would not work". The doctor attempted 5 times to get the screw to work properly. The device was not implanted. Another implant was used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the urologist had issue with securing of the lead to the implantable neurostimulator (ins) and it seemed that the screw on the top of the ins was stripped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.